Event description:
The customer reported that there was a malfunction of the cable between the workstation and the c-arm causing an intermittent inability of the system to perform x-ray. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.